Manufacturer narrative:
Additional information: section b.1, b.2 & h.1, h.6. Advanced bionics considers the investigation into this reportable event as closed. The external visual inspection revealed the electrode was severed. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was obtained. The condition of the electrode prevented an electrical test from being performed. The device passed the electrical test performed. This device was explanted for medical reasons. The device passed the tests performed. This older device configuration is no longer manufactured. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Additional information: section d.9. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Additional information section: h.4, d.4. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Additional information: sections b.3, d.6b, & h.6. The recipient's device was explanted. The recipient was re-implanted with another advanced bionics cochlear device. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient was reportedly a non-user of the device due to sound quality issues. Programming adjustments were made, however the issue did not resolve. Device testing was within normal limits. Revision surgery has been scheduled.